Event description:
It was reported that the device exhibited a 42224 error code. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
B3: event date unknown. One device was returned for evaluation. Visual inspection revealed good condition. Review of event history logs confirmed error code 42224 occurred four times as well as many downstream occlusion alarms. Functional testing was performed and the reported issue could not be replicated. The root cause was determined to be the downstream occlusion (dso) sensor and optic switch. The dso sensor and optic switch were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.